Event description:
It was reported that this patient was going to have an MRI and upon imaging the physician believed that the electrode needed to be revised. The electrode had dislodged and migrated towards the device pocket. The entire system was deactivated at that time. Recently, the patient had developed an infection and the entire system was explanted. No additional adverse events were reported.